Manufacturer narrative:
Weight-ethnicity:unk. PMA/510(k): this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -14.5/2.5/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. The lens was intraoperatively implanted, removed and replaced with a shorter length lens due to excessive vault. This resolved the problem. Cause is reported as unknown.